Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test or self test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Exposed to moisture confirmed at the motor home switch. Pump error 38 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump submerged in to the water. The user noticed a line in the middle section of the pump screen thinking it was a crack but when they touched it, it did not feel one. It went away but left the entire screen with fog causing a blurry screen which made it more difficult for them to read but can still read something. Additionally, about 45 minutes ago before calling, they noticed that there was some sort of a cracked line at the bottom corner of the screen but could not quite confirm because when they tried touching it, they could not feel any crackly edginess to it. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device. The insulin pump was returned for analysis.